Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the entire system was explanted on (B)(6) 2021.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00894. It was reported the patient had lead migration of her lumbar system. The migration caused high impedances on one of the leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported ineffective stim and high impedance were confirmed. The lead was returned cut in 2 segments as a consequence of the explant procedure. Microscopic inspection identified a kink in the lead body where all the internal wires were broken. This would have contributed to the patient¿s loss of therapy. As there was no instrumentation damage at the fracture site, the broken wires are consistent with the lead being subjected to an overstress condition while in vivo.